Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was part of the system that was extracted due to infection. This lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2013. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)